Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. According to the perclose prostyle instructions for use (IFU), there are 4 steps required to complete use of the device. Step one is to open the foot. Step 2 per the IFU states, ¿depress the plunger with the right thumb (in the direction marked #2) until the black collar on the plunger meets the blue body to deploy the needles. In addition, to the visual confirmation, an audible click should be heard to confirm the needle and cuff engagement.¿ step 3 states, ¿using your thump or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the direction marked #3) and completely remove the plunger and the needles from the body.¿ the plunger left in the device with the needles partially deployed would have prevented the foot from closing. The reported difficulty appears to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venous closure of the left common femoral vein was attempted with a prostyle device after an ablation interventional procedure using a 6f sheath. Reportedly, the device became stuck in the patient as the foot would not park. It was then observed that the needles had not been removed. The plunger was then fully depressed then removed and the foot plate retracted without issue. The suture was harvested and the device was removed without issue. Hemostasis was achieved with the same device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.